Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacture report number: 1627487-2022-05194, 3006705815-2022-16945. It was reported that the patient's leads had migrated. This was confirmed via x-ray. Surgical intervention was undertaken and the leads were explanted and replaced. During the procedure the ipg was damaged and bent after a bovie touched the header area. The ipg was then explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.